Event description:
While doctor was manipulating the epidural catheter during insertion into lower lumbar area a section of the outer fep (teflon) coating began to shear. The doctor was able to retract the entire catheter. Upon fluoroscopic view it was determined that no piece of the catheter remained in the sacral canal.